Event description:
It was reported that following a coronary intervention, a 6f angio-seal vip was deployed in the left femoral artery (lfa). The puncture into the left femoral artery was difficult; however, deployment was not difficult and hemostasis successfully achieved. The femoral artery size was reported as 6 millimeter in diameter. A pre-deployment angiogram was performed and there was no scar or fibrotic tissue noted. The next day, the patient had an ischemic reaction. The interventional radiologist tried to open the occluded lfa via a puncture and crossover technique from the right femoral artery (rfa); however, this was unsuccessfully. The right femoral artery was then closed with a 6f angio-seal vip. That same day, the patient went to surgery. The lfa was opened and the anchor and collagen were not found, just the suture. The surgeon successfully closed the artery with a patch. Three days later, an occlusion was discovered in the rfa. The patient was taken to surgery. The suture was found in the artery, but the anchor and collagen were not. During both surgeries, there was no evidence of thrombosis. The patient was reported as okay after both procedures. Implant date of lfa: 2008. Implant date of rfa: 2008.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.